Event description:
It was reported via repair work order that the headend lift was stuck in an elevated position due to a pinched power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.